Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose of 340 mg/dl after a recent supply change. Upon removing the infusion set, the patient observed a bent cannula. A new supply change was completed with assistance, and later follow up confirmed the patient's glucose had decreased to 72 mg/dl, then 58 mg/dl, which the patient treated. No further information available.